Manufacturer narrative:
Update: the initial report indicated hospitalization which is not applicable regarding outcome attributed to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the intrathecal baclofen (itb) initially worked, but then the patient lost efficacy. It was further noted that itb through lumbar puncture (lp) was done as well to rule out drug tolerance and severe weakness after receiving it through lp. Regarding the previous report of the patient couldn't get out of bed so they went to the hospital, it was noted that the patient had one instance of severe weakness (early in the course) of their upper extremity (ue) and lower extremity (le) and hallucinations that was diagnosed with valium withdrawal. Regarding evaluation, the catheter access port was aspirated, and no problems were indicated. Regarding the reason for pump explant, it was noted that the patient had no benefit from itb greater than 800 compared with 300 and no val r (valium r). It was further noted that patient has traumatic brain injury (tbi) and spinal cord injury (sci). Minimal social support and botox (btx) injections allergy were also noted. The patient¿s weight at the time of the event was (B)(6) pounds.

Manufacturer narrative:
Update/correction: the patient code (B)(6) has been removed. The previously applied conclusion code (B)(4) has been corrected to indicate (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury/disease. It was reported that the patient¿s pump wasn¿t doing anything, so they removed the pump. The medication was getting raised and lowered. It was indicated that they ¿played roller coaster with it¿ and turned it down one time and something happened, and the patient couldn't get out of bed, so they took the patient to the hospital. It was further noted that one day they told the patient there that he had it way too high, so they turned it down. Every time the patient would go back to see their physician who played with it and controlled it, they kept turning it back down, so it got so low and ¿was still doing everything I was doing¿. It was noted that the patient said turn it down some more, automatically dropped it 50%, so nothing was coming out of it". The patient had not seen their managing healthcare provider (hcp) for a month. It was unknown to the reporter of when these problems occurred. The pump was explanted on (B)(6) 2016. The hcp gave the patient the pump as a souvenir and it was currently alarming (low reservoir alarm) every 10 minutes. The date of the event regarding the alarm going off was (B)(6) 2016 (ever since the patient got the pump back). The alarm didn¿t bother him, but they were calling because they were curious if everything in the pump was still turning or just the battery in the alarm. It was being considered that the pump was not turning, but there was enough power in the pump for the alarm to go off. If the patient wanted to silence the alarm, the pump would need to be interrogated by a healthcare provider to do so. Troubleshooting had resolved the inquiry regarding ever since the patient got their pump back the alarm was going off. No out of box failure was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that removal of baclofen pump right anterior abdominal wall and spinal catheter plus epidural blood patch occurred. Pump dissected free anterior abdomen and explanted plus removal of subarachnoid catheter; lumbar wound irrigated with polymixin/bacitracin and closed in layers; lumbar epidural blood patch completed with 8 ml autologous whole blood acquired from a carefully prepped venipuncture site. No further complications were reported.